Event description:
It was reported that air bubbles were observed within the cartridge. Customer¿s blood glucose level was 375 mg/dl. A manual correction injection was administered to address elevated bg. Customer primed the tubing to address the issue.